Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. The balloon was observed to have partially ruptured at the middle. Liquid exited properly from the end of the irrigation lumen as well as from the skive hole when liquid was injected through the other end of the catheter. Surgeon had tested the balloon functionality during pre-use check and was found to be functional. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our quality control inspector had also performed pull test on a sample of the catheters from this lot number during in-process inspection. All of these units passed the qc requirements and performed as intended when tested to their validated force. It is possible that some anatomical ( calcification or stenosis in the lesion area ) or procedural factors ( use of excessive force to remove the thrombus ) may have contributed to the balloon rupture. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque or overinflated balloon. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no injury to the patient as the result of this incident. This catheter was replaced with a new lemaitre over-the-wire catheter. The procedure completed successfully without any clinical consequences.

Event description:
During thrombectomy, when surgeon attempted to remove the thrombus by pulling the inflated balloon of over-the-wire thrombectomy catheter, the balloon ruptured. There was no injury to the patient.